Event description:
It was reported that the patient presented during an implant procedure. Upon examination, high pacing impedance was noted on the right ventricular lead. The lead was exchanged during the procedure. There was no consequences to the patient.